Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The blood glucose value was 23 mmol/l. Customer stated that the reservoir was leaking. Customer stated that leak occurred on bottom rings. Customer stated that reservoir discarded. Customer stated that they push on the plunger leak was observed. The reservoir will not be returned for analysis.